Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture, symptomatic, grade 3" and "semi-turbid yellow fluid within the pocket that was somewhat viscous." Device has been explanted.